Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An insulin pump user posted on a blog titled tudiabetes.org, that she was hospitalized for low blood glucose levels after her reservoir suddenly dropped from 170 units to 124.5 units with no warning. The customer also stated that an investigation was taking place. Nothing further was reported.